Manufacturer narrative:
H.6. Investigation summary bdj received an used actual sample without wing needle part. Bd sumter had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for detached np needle with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to detached np needle was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® push button blood collection set had the non patient needle separate from the holder luer/adaptor/hub. The following information was provided by the initial reporter: "after blood collection, luer adapter in the holder was detached."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® push button blood collection set had the non patient needle separate from the holder luer/adaptor/hub. The following information was provided by the initial reporter: "after blood collection, luer adapter in the holder was detached."